Event description:
It was reported that the patient experienced a return of symptoms. There was a failed battery in the implantable neurostimulator (ins) and a fractured lead noted. The battery depletion was noted to not be normal. It was also reported that the extension appeared to be damaged. There was also a note of the possible interference with EKG readings. When the ins was activated in the or, the EKG readings were disrupted and when the ins was turned off the EKG readings returned to normal. The ins and the lead were replaced. The patient outcome noted that there was a function lead and new ins.

Manufacturer narrative:
Final device analysis of the ins revealed no significant anomalies; the ins was functionally ok. Final device analysis of the extension revealed a reliability non-conformation. There was a breached depression on the outer insulation at contacts #1 and 3 5cm from the proximal end and on contact #0 16.6cm from the cut end. Final device analysis of the ins plug revealed no anomaly found.